Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump alarmed for no disposable, clamp tubing. The alarm was silenced and the settings were reviewed. The pump was turned off, the tubing was clamped and the cassette was removed. No air bubbles were noted. The tubing was massaged while the green tab was depressed and the cassette was tapped on a hard surface. The cassette was reattached, the tubing was unclamped and the pump was turned on. The troubleshooting steps were repeated twice. When the pump was again restarted, the display read run. No patient injury was reported.